Manufacturer narrative:
The product involved in this event was not returned for evaluation. The complaint 10cc control syringe is part number wel1300-10cntl. A supplier corrective action (scar) was submitted to welmed, inc. (The supplier of the device) on may 7, 2024. Welmed FDA registration number is 3005841027. A follow-up report will be provided upon conclusion of investigation and response by the supplier. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
There is foreign material in procedure pack. Lidocaine syringe has a hair between the handle and the syringe piston. The site threw away the entire pack, despite having multiple expensive items in it. The sterile field was compromised. The site indicated there was a 20 minute surgical delay as a result of incident.

Manufacturer narrative:
Based on the results of the investigation, we could confirm the failure reported by the photograph provided. The evaluation process for components specifies that each component is inspected for any abnormalities during kit assembly. A device history record evaluation was performed, there were no non-conformances or issues noted during manufacture of complaint lot. This appears to be an isolated incident where the assembly teammate failed to detect the hair presence during verification processes. Based on the hair location, the syringe was likely received from the manufacturer with the hair attached to the syringe where piston is located. A supplier corrective action was issued to welmed communicating the complaint. Assembly operators were alerted and retrained on the importance of inspection processes for quality assurance. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.